Manufacturer narrative:
Additional product code: hrx. Original surgery reported as 2005. Explant date: unknown date. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the cleaning of dead bone infection out of femoral canal of a gunshot victim, the reamer shaft broke. The broken piece was stuck to reamer head and tubing. This caused a delay of fifteen minutes as the surgeon was trying to take apart the reamer head, tubing and the broken shaft piece. A locking clip was not used as it had fallen on the floor in the beginning of the surgery. Cleaning was done, antibiotic cement was placed and procedure was completed successfully. The patient outcome was reported as fine. A competitor¿s power driver was used in this procedure. The original surgery was done in 2005 and a femoral nail was placed (periformis entry). No date on femoral nail removal is known. This is report number 3 of 3 for (B)(4).

Manufacturer narrative:
(B)(4).device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.